Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would not power on when prompted and, as a result, could not charge and shock.  Physio determined that the cause of the reported issue was that two hybrid layer capacitor (hlc) batteries on the analog pcb assembly, designator bt2 and bt3, were depleted/damaged and would no longer hold a charge. Further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.